Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band was placed on the patient and when they went back to move patient the tr band had lost all air and patient was bleeding due to loss of air. The procedure performed was a diagnostic. The event occurred post-operative. The reported event did not result in patient injury/medical or surgical intervention. Additional information was received on 08 feb 2024: there was 13 mls of air injected into the tr band when it was applied. A second tr band was used to achieve hemostasis. After initial inflation, the tr-band was noted to be losing air within five (5) minutes. There was no patient injury as a result of the deflation. There was 5ml of blood loss. There was no noticeable damage to the device. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One tr band and inflator were returned for assessment. The sample was subject to visual analysis. There are no damage or deformities on the band or inflator. There was 1ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the balloon assembly and submerged in a water bath for approximately 30 seconds. Air bubbles were observed from the seal around the inflation tubing and inflation balloon. The sample failed leak testing. The sample was placed under the microscope to get a better look at the location of the leak. Upon visual analysis there is a gap in the weld between the inflation balloon and inflation tubing. The complaint can be confirmed for air leakage issues. The cause is a gap on the inflation tubing to inflation balloon weld. The operations quality engineer was notified, and a nonconformance (nc) was initiated for this issue. The nc will contain root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).